Event description:
It was reported that the arctic sun device was getting an alert for low flow. They inspected the fluid delivery line (fdl) and had two center valves reading out of specifications. They replaced fluid delivery line and was still having the same issue. Technical support explained the issue could be the circulation pump since it was due and coming in for the 2000 hours preventive maintenance . As per follow up information received on 22aug2022, there was no patient involvement. A quote had been sent to customer and they will send device in for service. As per sample evaluation results received on (B)(6) 2022, it was reported that the arctic sun device was not cooling due to a mixing pump failure . It was noted that the device would not auto-fill until the circulation pump was primed . It was stated that other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. The flowmeter was replaced due to an incorrect reading after pump repairs during a prewarm flow check .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting an alert for low flow. They inspected the fluid delivery line (fdl) and had two center valves reading out of specifications. They replaced fluid delivery line and was still having the same issue. Technical support explained the issue could be the circulation pump since it was due and coming in for the 2000 hours preventive maintenance . As per follow up information received on 22aug2022, there was no patient involvement. A quote had been sent to customer and they will send device in for service. As per sample evaluation results received on 15sep2022, it was reported that the arctic sun device was not cooling due to a mixing pump failure . It was noted that the device would not auto-fill until the circulation pump was primed . It was stated that other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. The flowmeter was replaced due to an incorrect reading after pump repairs during a prewarm flow check .